Manufacturer narrative:
The returned cable was evaluated. During evaluation, the cable failed visual inspection due to multiple cuts on the outer jacket; causing exposed outer shield. Eeprom contents were verified and no problems were observed through this verification. Functional analysis indicated the cable was functioning as designed.

Event description:
The customer reported cable works intermittently. No known impact or consequence to patient was reported.